Event description:
It was reported to nova biomedical that a consumer continued to administer insulin based on readings on their blood glucose meter. The consumer subsequently experienced a hypoglycemic event requiring medical intervention. During the call to customer support, that the consumer improperly stores their test strips, which may contribute to the loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. The meter in question will be returned for evaluation. The test strips were either lost or discarded by the consumer.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.